Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote alert shows undersensing during a ventricular fibrillation (vf) episode on the right ventricular (rv) lead. A follow up with the patient¿s healthcare provider yielded that the physician is aware of the undersensing and is monitoring the lead. The lead remains in use. No patient complications have been reported as a result of this event.